Event description:
It was reported that a patient had a loss of therapeutic effect and increased baseline pain in the low back. The patient stated that the implantable neurostimulator (ins) has not been working correctly since (B)(6). The patient stated that since (B)(6) his quality of life was ¿suffering.¿ the patient stated that it hadn¿t been like that since 2005. The patient stated that he had ¿2 different ¿brains¿ (patient programmers) for his stimulator¿ and noted that one of the ¿brains¿ didn¿t seem like it was working and the unit kept turning itself off. The patient stated that it didn¿t work for 3 or 4 months. The patient stated that he programmed his device with the new ¿brain¿ that he found with the box it came with, reset it and it seemed like it was working now. The patient stated that he would like the system checked and possibly ¿fine tuned.¿ the patient noted that he did feel stimulation in their leg and foot but not in their low back where they had bone spurs. The patient reported that he used the ins 24/7. The patient stated ¿they say it lasts 7.5 to 8 years. It was noted that the patient would have his hcp if a manufacturer¿s representative could check the spinal cord stimulator (scs) in his office. The patient noted that due to workman¿s compensation he had to stop seeing his implanting healthcare professional (hcp) and the two hcps he has been sent to were not able to handle his needs; were not neurosurgeons specialized in spinal cord stimulation. Information omitted from previously reported event (B)(4) about a fall and subsequent damage to the leads and system replacement. Information omitted from pe (B)(4): feels pounding when stim. Too high additional information received reported that a manufacturer¿s representative would call the patient. Additional information received reported that the patient had the device for over a year and it had been malfunctioning since (B)(6). It was noted that the caller needed to find an hcp that could do the maintenance on the patient¿s device.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4) implanted: (B)(6) 2008, product type: lead. (B)(4).